Event description:
It was reported that during a laparoscopic cholecystectomy procedure the ¿clips were backing off¿ and not adhering to tissue. That is all the information she was able to provide at this time. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Lockout premature. The analysis results of the er320 found that it was received with a clip in jaws and the lockout mechanism prematurely activated. In order to evaluate the internal components the device was disassembled. Upon disassembling of the device, 3 clips were found inside the tube and the latch was found to be bent causing the premature activation of the lockout mechanism. Possible cause of the found condition may be that during the activation of the trigger it was not completely released to home position when the next firing sequence was initiated. No functional testing could be performed due to the returned condition of the device. In order to avoid this kind of issue please note that the instrument should be fully squeezed on each firing. A ¿click¿ is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. Please note this condition is unrelated with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).